Manufacturer narrative:
The system was examined. The company representative did not indicate confirming or replicating the reported event. However, the dovetail was replaced. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an aberrometer with a loose dovetail. Additional information received states there was no patient harm. The loose dovetail was noted in training. The reticle was not working.